Manufacturer narrative:
This case was initially received via regulatory authority food and drug administration (reference number: mw5071996) on 25-sep-2017. The most recent information was received on 28-dec-2017. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ("cramping") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "third coil implanted that physician could not found". On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), hypersensitivity ("hypersensitivity"), menorrhagia ("heavier menstrual cycle"), device deployment issue ("an extra coil triggered early"), rash erythematous ("red rash"), dyspnoea ("difficulty breathing"), alopecia ("hair loss") and fatigue ("extreme fatigue"). In 2013, the patient experienced back pain ("severe life altering back pain / severe back pain due to third coil"), gait disturbance ("can barely walk"), migraine ("migraine headaches"), neuralgia ("nerve pain / hitting her nerve due to third coil"), sciatica ("sciatica") and nausea ("nausea"). In 2013, the patient experienced back pain ("severe life altering back pain / severe back pain due to third coil"), gait disturbance ("can barely walk"), migraine ("migraine headaches"), neuralgia ("nerve pain / hitting her nerve due to third coil"), sciatica ("sciatica") and nausea ("nausea"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, back pain, hypersensitivity, menorrhagia, device deployment issue, rash erythematous, dyspnoea, alopecia, fatigue, gait disturbance, migraine, neuralgia, sciatica and nausea was resolving. The reporter provided no causality assessment for abdominal pain lower, alopecia, back pain, device deployment issue, dyspnoea, fatigue, gait disturbance, hypersensitivity, menorrhagia, migraine, nausea, neuralgia, rash erythematous and sciatica with essure. The reporter commented: required intervention and serious injury is listed in the sections event report type and event outcome, however, in the event description is no performed intervention referring to an event described. As there is no serious injury which is related to an event, all events were considered other event. An intervention was mentioned but not specified and/or assigned to one of the events. Patient reported her all symptoms were improved since the removal of essure coils. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-dec-2017: quality safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority food and drug administration (reference number: mw5071996) on 25-sep-2017. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ("cramping") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "third coil implanted that physician could not found". On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), hypersensitivity ("hypersensitivity"), menorrhagia ("heavier menstrual cycle"), device deployment issue ("an extra coil triggered early"), rash erythematous ("red rash"), dyspnoea ("difficulty breathing"), alopecia ("hair loss") and fatigue ("extreme fatigue"). In 2013, the patient experienced back pain ("severe life altering back pain / severe back pain due to third coil"), gait disturbance ("can barely walk"), migraine ("migraine headaches"), neuralgia ("nerve pain / hitting her nerve due to third coil"), sciatica ("sciatica") and nausea ("nausea"). In 2013, the patient experienced back pain ("severe life altering back pain / severe back pain due to third coil"), gait disturbance ("can barely walk"), migraine ("migraine headaches"), neuralgia ("nerve pain / hitting her nerve due to third coil"), sciatica ("sciatica") and nausea ("nausea"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, back pain, hypersensitivity, menorrhagia, device deployment issue, rash erythematous, dyspnoea, alopecia, fatigue, gait disturbance, migraine, neuralgia, sciatica and nausea was resolving. The reporter provided no causality assessment for abdominal pain lower, alopecia, back pain, device deployment issue, dyspnoea, fatigue, gait disturbance, hypersensitivity, menorrhagia, migraine, nausea, neuralgia, rash erythematous and sciatica with essure. The reporter commented: required intervention and serious injury is listed in the sections event report type and event outcome, however, in the event description is no performed intervention referring to an event described. As there is no serious injury which is related to an event, all events were considered other event. An intervention was mentioned but not specified and/or assigned to one of the events. Patient reported her all symptoms were improved since the removal of essure coils. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.